Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 22 2007. Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/- 5%. The pump head module was replaced.

Event description:
The facility representative reported an infusion pump with a low flow rate during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.